Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the device's electronic records and verified the reported issue. The device battery pins were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event. The customer advised physio that the device would not power on for the remainder of the event. This occurred when monitoring the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue.